Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2024. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging were received for analysis. In order to evaluate the condition of the detached needle, the swage and attachment area were noted cracked. During the visual inspection of the sample, a correct insertion mark was observed on the extreme. Based on the information currently available, a cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any patient consequences? Surgical delay of 10 minutes, no specific treatment required. Was the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. Was there any additional tissue damage as a result of searching for the needle piece? No. If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? The broken needle fell into the surgical field during a laparotomy for surgery in the small intestine. The piece fell into the abdominal cavity of the child without further precision. It was recovered after visual research by the surgeon. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No.

Event description:
It was reported that a patient underwent a pediatric laparotomy procedure on (B)(6) 2024 and suture was used. During the procedure, when performing an overjet suture in the small intestine during a pediatric laparotomy, the needle pulled off without any stress on the thread. The needle therefore fell into the patient's body, and the search for it led to a 10-minute increase in operating time. Several passages had been made without encountering any particular problems. This was an isolated event. No adverse patient consequences were reported. Additional information was requested.